Event description:
During implant procedure the physician had difficulty releasing the sensor from the delivery catheter. Attempts to release sensor were unsuccessful and the delivery catheter was pulled back in to the right atrium. The sensor then released into the right atrium. A snare was used to remove the sensor from the the atrium. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The following components were received in the return: catheter assembly with hub intact and sensor and tether wires removed, deployed sensor, tether wires, and thumb drive. Visual inspection of the catheter was normal with no observations that can be attributed to the event description. Visual inspection of the sensor identified damage in wire loops consistent with damage during use. The investigation was unable to determine the root cause of the event description. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.